Event description:
The customer reported that there was a shadow on the image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The customer trouble shot the system. They closed the job until further notice.